Manufacturer narrative:
At this time no conclusions can be made. Based on the medical records received, there is no way to determine whether the bard flat mesh may have caused or contributed to any problems, the patient may have experienced post mesh implant. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Per information provided by the patient's attorney and medical records: 31-oct-2008 - a female patient with a past medical history of vaginal vault prolapse and enterocele formation was scheduled for repair, underwent bilateral salpingo-oophorectomy and implant of trelex graft (bard/davol flat mesh). This was secured to the vaginal apex by cv-0 non-bard/davol (gore-tex) sutures. Halban culdopexy procedure was then performed. The trelex graft (bard/davol flat mesh) was shortened and secured into the periosteum with the previously placed suture, in-folding the rough edges of the graft during ligation; fascia and skin closure was achieved.